Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Three samples were available for evaluation. Visual inspection of the cartridges noted that each reload was partially fired and the anvil clamping mechanisms were deformed. Functional testing of the reloads found no abnormalities. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device was fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery, the first handle was used to staple the with reload and worked perfectly. Then they staple the lung tissue by use of a new reload with this handle but was not possible to fire the stapler. They change the handle and use the same reload on tissue; however, by firing, a "crack" came from the handle and the firing was difficult. Then they use the next reload, but it was only possible to close the stapler, not to fire. The surgeon described that the lung tissue was thick and including the bronchus. Then they take the first handle they used at first and use a new reload and this worked perfectly. A new handle was opened by use with new reloads were used to complete the case.